Event description:
I received a testicular implant in 1975 at the age of (B)(6). I have been experiencing a host of health issues since 1998. All evidence points towards silicone gel poisoning. I am now (B)(6) y/o. I am undergoing surgery on (B)(6) 2019 from explant. I hope your organization will take an interest in my case. FDA safety report ID# (B)(4).